Manufacturer narrative:
A steris service technician inspected the unit and found that the bonnet cracked inside the prv. The technician rebuilt the prv, tested the unit and confirmed it to be operational; no further issues have been reported.

Event description:
The user facility reported that water was leaking from the back of their sterilizer. No injuries or procedural delays/cancellations were reported.